Event description:
It was reported that during a laparoscopic total gastrectomy, scissoring occurred at the 5th or 6th firing. The device was used on the blood vessel. After the event, the device was fired a few times, but the same event occurred again. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.